Event description:
The reviewed literature article contained a study of 337 patients with 426 external ventricular or lumbar drains, consisting of medtronic exacta drainage and monitoring systems and unknown catheters. The source literature reported 34 patients with drain related infections, 3 of which died.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for evd and eld procedures. Leversteing-van hall ma, hopmans tem, et al. A bundle approach to reduce the incidence of external ventricular and lumbar drain-related infections. Journal of neurosurg 2010; 112:345-353.